Manufacturer narrative:
The insulin pump was received with unexpected restart alarm after battery change, high stop current and memory was erased due to faulty interface board. The insulin pump passed run current, off no power test, self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No signal too low alarm noted. The insulin pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed signal too low alarm and unexpected restart alarm. Customer mentioned the device would erase all settings after battery change. Customer's blood glucose was 207 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.